Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) explained that gradual rises are indicative of calcification, not a broken lead. Ts recommended for a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) explained that gradual rises are indicative of calcification, not a broken lead. Ts recommended for a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead exhibited increasingly high out-of-range shock impedance measurements that had reached the 150 ohms range. Technical services (ts) reviewed troubleshooting options, including 41j commanded shock testing. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.